Event description:
It was reported that the right ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-52 lead, implanted: (B)(6) 2010; 4195-78 lead implanted: (B)(6) 2011. (B)(4).